Event description:
The customer reported that at 6:36 am on the second day she wore this pod her blood glucose measured 219 mg/dl. Later in the day (time not reported), she was feeling sick and threw up a couple of times. Her blood glucose was over 500 mg/dl per her other blood glucose monitoring system. She observed that the cannula was not inserted properly; it was kinked and touching the viewing window.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it if you feel nauseated or sick."